Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. No vibration alarm was found, however quiescent power was higher than acceptable limit, and reserve power lower than acceptable level. Transducer and housing have been replaced. The device history record review showed no anomalies that could be associated with the complaint incident; no service history available. The complaint evaluation was unable to conclusively verify the customer's complaint as valid, not confirmed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c2602 excel 36khz straight handpiece had a faulty vibration alarm due to a faulty s203300087 assy acoustic vib 36khz on (B)(6) 2019. The issue was found during inspection before use. The device was not in contact with the patient. There was no patient prepped for surgery. There was no delay in surgery.